Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd rapid detection of sars-cov-2 veritor¿ was giving false negatives. There was one occurrence in this event with no patient impact. The following information was provided by the customer, "false negatives when testing with the veritor." Eua: (B)(4).

Manufacturer narrative:
B.5 - describe event or problem: it was reported by the customer that bd rapid detection of sars-cov-2 veritor¿ was giving false negatives. There were two occurrences in this event with no patient impact.

Event description:
It was reported by the customer that bd rapid detection of sars-cov-2 veritor¿ was giving false negatives. There were two occurrences in this event with no patient impact.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges false negative when using rapid detection of sars-cov-2 veritor (material # 256082), batch number 2012448. Bd quality performs a systematic approach to investigate false negative complaints. Batch history review and retain sample testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for false negative was identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported by the customer that bd rapid detection of sars-cov-2 veritor¿ was giving false negatives. There were two occurrences in this event with no patient impact.